Event description:
It was reported that during the procedure to replace this device for end of life (eol) and therapy upgrade, it was noted that the header had almost separated from the device. The leads were stuck in the header, and the header was cut to remove the leads. The patient was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews appeared to be trapped up inside the capture washers. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
This report is being sent to provide results of product investigation.